Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v335185, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v441615, implanted: (B)(6) 2010, product type lead.

Event description:
The nurse programmer reported via a manufacturer representative (rep) that all combinations involving contact 11, which was the right system, was showing greater than 40,000 ohms. Fortunately, the patient was not using contact 11 for therapy settings. She was still responding well to her programmed settings. No environmental or external factors led to the issue. No actions or interventions were taken to resolve the issue. The patient was to be seen in three months for follow-up on the system. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.